Event description:
Surgical database report of broken i.m nail found on follow up. Review of pt x-rays shows nonunion and breakage at original fracture site. Surgery was done to replace the broken nail. Cause of breakage was full weight-bearing on nonunion. No indication of product defect.